Manufacturer narrative:
Method: no sample received for evaluation and investigation. As no lot number was provided, the device history record and lot history cannot be reviewed. Results: without the actual product or a lot number, a complete analysis cannot be conducted. If additional information pertinent to this complaint or the sample is received, a follow-up will be filed.

Event description:
(Drug/diluent: bupivacaine 0.5% w/toradol 30 or 60mg). (Fill volume: 335ml and flow rate: 4ml/hr). (Procedure: total lab hysterectomy). (Cath place: vaginal cuff). Patient developed liver problems post-op after the use of the pain pump. Although the questionnaires indicated that it was believed the pump was not related to the hepatitis, the actual cause of the hepatitis is currently unknown. Date of surgery: (B)(6) 2010. Discharged patient the next day, patient developed chills/fever, sever itching, problems urinating, pain in the back, abdominal pain on (B)(6) 2010. Patient was given tylenol in emergency room on (B)(6) 2010. Patient is normal and okay. Date of event: (B)(6) 2010.